Event description:
Obgyn reported when pt was seen in the office for f/u, there were external burns in the perineal area pt had endometrial ablation using minerva device on (B)(6) 2018 by same obgyn at (B)(6) hospital. The physician stated there were no complications noted at the time of the procedure. The obgyn reported the issue to the minerva rep and medical director.